Manufacturer narrative:
A compromised force sensor system alarm occurred during occlusion test, due to protruded/loose drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called and reported the insulin pump was alarming to indicate the force sensor system was compromised while customer was filling the tubing. It was stated that the drive support cap was sticking out. Customer's blood glucose was 181 mg/dl. It was advised that the customer discontinue use of the device and revert to manual injection. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.